Manufacturer narrative:
Reportedly the device migrated. No images were received confirming the complaint. Device was not returned for evaluation as it remains in the patient. No further investigation can be performed. Unknown factors include: patient activity at the time or prior to the event, the degree of spinal instability, patient compliance with postoperative care instructions, or if the patient sustained a fall/impact of any sort. Root cause is unknown.

Event description:
Reportedly the plif interbody cage migrated post-operatively. Revision surgery was performed to reposition the implant and adjust the posterior fixation to stabilize the segment. Revision surgery was reportedly successful. Patient information is unknown.